Event description:
It was reported the patient underwent a right total hip revision approximately 11 years and 7 months post-implantation due to elevated metal ion levels and metal-related pathology. Intraoperatively, cup loosening was noted, and the head and shell were revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: report source: italy. D10: concomitant medical products: desc: metasulâ® duromâ®, component for acetabulum, uncemented, 54/ã¸ 48, code n; item: 01.00214.054; lot: 2407404. Desc: metasulâ® ldhâ®, head, 48, code n, taper 18/20; item: 01.00181.480; lot: 2417508. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories identified additional similar complaints for the reported items and no additional similar complaints for the reported part and lot combinations. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: right total hip arthroplasty and subsequentlyn was revised for elevated metal ion levels with metal-related pathology. Intraoperatively, cup loosening, metallosis, and pseudotumor were noted; head and shell were revised. Post-revision metal ion levels decreased. Contributing factors of event are mva with posttraumatic bursitis. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.